Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. There was no reported adverse impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.